Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon pieces inside my vagina [foreign body in reproductive tract]. Tore to pieces inside my vagina - tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon tore to pieces inside her. No serious injury was reported.

Manufacturer narrative:
08-may-2026 no failure could be identified as a result of the investigation.

Event description:
Tampon pieces inside my vagina [foreign body in reproductive tract] . Tore to pieces inside my vagina - tampon [device breakage] . Case narrative: consumer reported via e-mail that the tampon tore to pieces inside her. No serious injury was reported. Follow-up 10-apr-2026 - product investigation was in progress, conclusion not yet available. No serious injury was reported. Follow-up 04-may-2026 - product investigation results: no manufacturing cause was identified based on investigation. No serious injury was reported.